Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, a connection problem was incurred with the ventricular lead. Specifically, it was indicated that the clicking relative to the associated torque-limiting screwdriver was not heard when tightening the set-screw, and there was no resistance. It was further indicated that the lead seemed to be fixed when applying a pull test, so the operator decided to loosen the set-screw and make a second attempt to connect the lead. Upon loosening, the set-screw disengaged from the connection block and remained fixed to the tip of the screwdriver. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, a connection problem was incurred with the ventricular lead. Specifically, it was indicated that the clicking relative to the associated torque-limiting screwdriver was not heard when tightening the set-screw, and there was no resistance. It was further indicated that the lead seemed to be fixed when applying a pull test, so the the operator decided to loosen the set-screw and make a second attempt to connect the lead. Upon loosening, the set-screw disengaged from the connection block and remained fixed to the tip of the screwdriver. Another pacemaker was subsequently implanted instead.